Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the middle of the left circumflex artery. A 2.75x32mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent dislodged inside the patient. The device was completely removed with a snare and the procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable. It was further reported that during attempts to cross the lesion, the stent was damaged and the shaft broke due to severe calcification.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.75 x 32 mm stent delivery system was returned for analysis with only a portion of the polymer extrusion shaft (containing the balloon with the stent) stuck on a 0.014" guidewire. The hyptotube shaft containing the manifold hub was not returned. A visual examination of the stent found stent damage. Stent struts from the proximal stent strut row region were pulled and bunched distally towards the mid stent region. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. No inspection of the hypotube was performed as it was not present with the returned device. A visual and tactile examination of the outer and a visual examination of the inner lumen found a break in the outer shaft polymer extrusion measured at 13.6 cm proximal to the distal tip. A bunching of the inner shaft polymer extrusion was also noted measured at 7.8 cm proximal to the distal tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the middle of the left circumflex artery. A 2.75 x 32 mm promus element plus drug-eluting stent was advanced for treatment. However, during the procedure, the stent dislodged inside the patient. The device was completely removed with a snare and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.